Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the high blood glucose levels and a blank display. Customer¿s blood glucose value was 400mg/dl which was treated with manual injection. Customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis and a replacement pump will be sent. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.